Event description:
It was reported that epidural was placed without difficulty. However, upon removal, resistance was encountered. Pt was repositioned and slow, constant pressure was applied to catheter. Clinician noted he felt some give and gently pulled to release catheter. It snapped in two. Retained piece thought to measure 2" in length. Fragment of inner core found protruding through skin. Wire was secured and an attempt made to remove. Wire and catheter broke again during removal. X-rays taken but retained piece not visualized.